Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. Refer to MFR report number 2015691-2026-16649 for re-do mvr procedure information involving this patient.

Event description:
It was reported that a 31mm 11400m mitral valve and a 25mm 3300tfx aortic valve were explanted after an implant duration of 1 day due to lvot hematoma/thrombus. The mitral valve was replaced with a 31mm non-edwards porcine valve and the aortic valve with a 23mm 3300tfx valve. Per field clinical specialist, the patient returned to the or on pod #1 due to lvot hematoma/thrombus, both valves had clotted and required redo mvr and avr. Surgeon states the second valves clotted as well. The patient expired on pod #1.